Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the pledget unraveled. She thought it came out in one long piece from her vaginal cavity but approximately 12 hours later she realized a piece had fallen apart from it because she found the pledget piece had worked its way out of her vaginal cavity on its own and into the toilet. She did not seek medical attention and did not experience any adverse events.